Manufacturer narrative:
E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the preparation of the sheath the physician noticed air ingress through the flushing line. During aspiration although the shaft was free of air and fully loaded with blood. No patient complications occurred. The procedure was completed using different faradrive sheath. The product was received for analysis. It was further reported that air bubbles were seen in the flushing line during aspiration of the sheath only dilator had been inside. Sheath was not connected to any irrigation method yet. It was further reported that there was no blood or fluid leak.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the preparation of the sheath the physician noticed air ingress through the flushing line. During aspiration although the shaft was free of air and fully loaded with blood. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that air bubbles were seen in the flushing line during aspiration of the sheath only dilator had been inside. Sheath was not connected to any irrigation method yet. It was further reported that there was no blood or fluid leak.

Manufacturer narrative:
Correction to section h6 device code, removed code a180103 e1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the preparation of the sheath the physician noticed air ingress through the flushing line. During aspiration although the shaft was free of air and fully loaded with blood. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that air bubbles were seen in the flushing line during aspiration of the sheath only dilator had been inside. Sheath was not connected to any irrigation method yet. It was further reported that there was no blood or fluid leak.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem e1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the preparation of the sheath the physician noticed air ingress through the flushing line. During aspiration although the shaft was free of air and fully loaded with blood. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that air bubbles were seen in the flushing line during aspiration of the sheath only dilator had been inside. Sheath was not connected to any irrigation method yet.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.